Event description:
The patient/layperson contacted lifescan (lfs) in 2007, alleging she was unable to obtain a test result with her one touch ultra 2 meter. The customer care advocate (cca) discovered the patient was trying to test after turning the meter on. The owner's booklet instructs users trying to obtain a glucose result to first insert a test strip, which will turn the meter on in the testing mode. Prior to calling the patient thought there may be an issue with the test strips; so, she discarded the test strips. Product was replaced. The patient stated she was unable to test since 9 am on the same morning as the call. She took no actions after being unable to test. The patient claimed that she experienced sweating after the issue began. The patient denied receiving a treatment. This complaint is classified as an adverse event as the patient claimed she experienced sweating after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the result in a supplemental report.